Manufacturer narrative:
The referenced scope has not been returned to the service center for evaluation. As part of the post market study, an endoscopy service specialist (ess) visited to the user facility on june 25, 2019 to observe the staff¿s reprocessing practice and provide a reprocessing training for the tjf-160vf. The ess observed the reprocessing and there were no deviations noted as all steps in the user manual were followed. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Service center was informed that during a post market surveillance study, the scope cultured positive for klebsiella oxytoca after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and to update the following sections: d11, g4, g7, h2 and h10.

Manufacturer narrative:
The scope was returned, sent to an independent laboratory for sterilization and returned to the service center for service/repairs to have the biopsy and suction cylinder/channels replaced. A standard evaluation could not be conducted due to destructive sampling testing that was performed (the distal end cover, bending section cover, distal end elevator wire and forceps raiser were disassembled). The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
An engineer was dispatched to the hospital to review the sampling technique of the sampler and the facilitator who took the sample that tested positive. There were no deviations found during the audit. As part of the investigation, the scope was sent to an external expert for destructive sample testing. The destructive sampling identified the reported klebsiella oxytoca that is categorized as high concern organisms. The destructive sampling identified klebsiella oxytoca that is categorized as high concern organisms. Klebsiella oxytoka was identified in the initial sampling. Additionally, the external expert noted during destructive sampling: bleaching of the glue of the distal bending section and around the distal objective lens surplus of glue around distal light guide lens. Presence of hole at the glue and detachment of glue around the distal end air/ water nozzle. Presence of oxidation at the distal end body. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. In addition, no deviations were observed during the reprocessing procedure review. Although no reprocessing procedure deviations were observed, based on the investigations insufficient reprocessing from improper reprocessing procedures cannot be ruled out as a contributory factory of the reported positive scope culture